Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there was a white looking plastic attached on the hub of the needle. To aid in the investigation, one sample in an opened packaging blister and one photo was received for evaluation by our quality team. A visual inspection was performed and there is an epoxy drip over on the needle. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator. A device history record review was completed for provided material number 305180, lot 4212682. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to the associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305180 batch # 4212682 verbatim: rcc received a complaint via email. Email(s) attached one of our anaesthesiologist opened a new package and found a white looking plastic attached on the hub of the needle. Like something ran down it (see photo attached)